Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
It was reported that during maintenance the user facility continued to receive an intermittent communication error from the cv-190 tower. During troubleshooting attempts, multiple scopes that worked with other towers were tried with this same tower to no avail. Inspection of the tower's socket pins and rear cable connections identified no anomalies.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. The definitive cause could not be established. The presumed cause is described based on the current information. The communication error occurs when the communication for transmitting the scope side data to the cv side at the time of scope connection cannot be completed normally. Proposing information suggests that the problem lies on the scope side rather than on the cv. It is possible that communications errors are likely to have occurred due to poor scope data transmission on the scope side. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.